Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented view remote transmission. Upon review, noise was noted on the right ventricular lead that cause inhibition of pacing. No intervention was performed. Patient would be seen in clinic.